Manufacturer narrative:
B3-date of event is estimated. D6b -date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported patient was not receiving effective therapy from the scs system and as such the system was explanted at an unknown date.

Event description:
Additional information received the date of explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.